Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with symptoms of syncope and bradycardia. It was noted that the ventricular lead exhibited an insulation breach causing frequent lead noise oversensing and subsequent pacing inhibition. On (B)(6) 2019, the lead was capped and replaced. The patient was noted to be in stable condition.